Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack was seen on reservoir compartment. The customer blood glucose level was unknown. The customer stated display was readable also drive support cap appears to be normal. The device will be return for analysis.